Manufacturer narrative:
Event site postal code: (B)(6). Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 625720.

Event description:
It was reported that as the guidewire for the introducer sheath was attempted to be inserted into the intra-aortic balloon (iab), the guidewire couldn't pass through the inner lumen of the iab. Since the provided guide wire did not pass through both, they used another manufacturer's guidewire which passed through the dilator with considerable resistance. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).